Manufacturer narrative:
The device in question was returned to mmdg for evaluation of possible volumetric inaccuracy. Mmdg successfully duplicated the complaint, observing the pump under-delivering during a standard volumetric accuracy test. The pump was found to simply be out of calibration and in need of standard preventive maintenance. The device was repaired and returned to the customer. This is a retrospective filing.

Event description:
The initial reporter stated: "under infuse. Rate: 125 ml / hour dose: 10 ml - volume. Water was used for testing purposes" the event occurred during testing. No patient was involved. (B)(4).